Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: shifted to standby mode. Probable root cause: broken optical fibers. Poor light cable alignment in jaw. Residue on fiber tip. Nonuniform light output. Intermittent electrical component contact in safelight circuit. Reed switch assembly malfunction. Magnet missing from safelight adapter. Use error. The device manufacture date is not known.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.